Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, menorrhagia, adenomyosis, uterine fibroids and adhesions nos postoperative. Previously administered products included for an unreported indication: dmpa, depo-provera, estradiol, betadine, toradol, valium, vicodin and lidocaine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: bilateral placement of essure devices achieved without difficulty, leaving 2 trailing coils per side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: proliferative type of endometrial glands and stroma. Adenomyosis, focal. Intramural leiomyoma. Bilateral ovaries and fallopian tubes: no significant. Histopathologic abnormalities. Detached fragment of tissue, endometrium with cystically. Dilated glands, benign. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, menorrhagia, adenomyosis, uterine fibroids and adhesions nos postoperative. Previously administered products included for an unreported indication: dmpa, depo-provera, estradiol, betadine, toradol, valium, vicodin and lidocaine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: bilateral placement of essure devices achieved without difficulty, leaving 2 trailing coils per side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: a. Proliferative type of endometrial glands and stroma. B. Adenomyosis, focal. C. Intramural leiomyoma. D. Bilateral ovaries and fallopian tubes: no significant histopathologic abnormalities. E. Detached fragment of tissue, endometrium with cystically dilated glands, benign. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.